Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Usb cable requires extreme manipulation in order to charge the pump. Blood glucose was 83 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.